Manufacturer narrative:
(B)(4). Date of birth reported only as (B)(6) 1920. Additional information received states, the patient underwent the non-emergent mitra valve replacement surgery several days post stenting procedure and recovered. The patient did not have the CABG. Per discussion between the physician/surgeon it was determined that the rca had good distal blood flow and the risk of a bypass graft surgery outweighed the benefit. The patient did not return to the catheterization lab suite and is being followed by the surgical service of the hospital. No additional information was provided. There was no reported product deficiency. The reported dissection is listed in the nc trek instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The xience v sds indicated is being filed under a separate manufacturer report number.

Event description:
It was reported that during a procedure of the moderately calcified and tortuous, de novo distal right coronary artery, the vessel was predilated with a 2.5 x 12 nc trek balloon dilatation catheter (bdc) and a 2.5 x 28 mm xience v stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and a 2.5 x 15 mm xience v sds was attempted to be advanced in the vessel 3 different times and could not be advanced past the proximal rca; during removal the stent dislodged off the balloon and remained in the proximal portion of the vessel. The stent was deployed in the vessel. It was noted that there was no resistance met at the proximal vessel where the stent dislodged. The distal lesion was treated by balloon angioplasty with the 2.5 x 12 nc trek bdc. It was noted that while using the 2.5 x 12 nc trek balloon, a dissection of the distal vessel occurred; it was not known if this occurred during predilatation. The dissection was treated by balloon angioplasty without stenting. The patient is scheduled for a planned non-emergent mitral valve surgery the following week and a bypass graft (CABG) of the rca will be performed. The vessel was closed using a proglide closure device. The patient was reported in stable condition. There was no reported adverse patient effect.